Event description:
The pt was admitted for a procedure in 2008, to treat a heavily calcified, 99% lesion in the first diagonal branch. The vessel was moderately tortuous. Transradial approach was chosen for the procedure. The lesion was pre-dilated, twice, at 20atm for 60 seconds. An intravascular ultrasound catheter was being delivered to the target lesion, but it would not cross. A 2.5 x 23mm cypher stent was then being delivered to the target lesion; 3/4 parts of the stent crossed the lesion, and became stuck there. It would not move, so the physician retrieved it by force. At that time, the shaft was elongated. The physician retrieved it as a system. The stent was stuck at the tip of the sheath and was dislodged from the stent delivery system into the pt. The stent was left at the dislodged position. It was noted that while retrieving the system from the pt, the shaft separated in two parts. After that, the approach was changed to tfi and a 2.5 x 24mm taxus stent was implanted at the target lesion.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.